Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient experienced a sensor error for 3 hours, then the cgm went from 180 to high and stayed high. The patient attempted to calibrate 6 times, but calibrations failed. The patient received a low transmitter battery alert after sensor resumed in session. The patient used test strips from a vial opened two months prior to checking his bg which was 320 mg/dl. The patient was not confident the bg reading was accurate due to the open vial of test strips. The patient reported that the cgm continued to alarm high. He dosed unspecified insulin at that time. He continued to bolus unspecified insulin because the cgm continued to read and alarm high. After an unspecified amount of time after treatment with insulin, the patient took a shower at 2200, experienced a hypoglycemic episode, and was found by his parent at 0300 next morning on (B)(6) 2023. He was unconscious and hypothermic upon discovery. Paramedics were called and his bg at that time was below 25 mg/dl and he was treated with glucagon. He was transported to the emergency room and observed for 10 hours. There was no further medical evaluation or intervention. At the time of the call, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.